Manufacturer narrative:
Block e1 initial reporter phone: (B)(6). Block h6 device code a040609 is being used to capture the reportable event of needle shaft bent.

Event description:
Note: this is the second of two overstitch ess sx devices used in the same procedure with two overstitch sutures. It was reported to boston scientific corporation that an overstitch sx endoscopic suture system was used during an endoscopic sleeve gastroplasty (esg) procedure on (B)(6) 2025. During the procedure, the needle shaft bent. The procedure was completed with a new overstitch device. There was no patient complications reported as a result of this event.